Event description:
Pt experienced underfeeding while using the device. Over a period of time, the nursing staff noted that although the pump alarmed for the end of feeding, only part of the feeding was delivered. The amount of under-feeding was not reported. The pt lost approximately 1 kg over a month. The device was replaced with another of the same kind, and there have been no problems since. One pt involved.